Manufacturer narrative:
G4: 17feb2020 b4: (B)(6)2020. The device was not in clinical use during the time of the event, and no patient or user harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported that the device had experienced a low leak co2 rebreathing risk alarm. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. It is unknown whether or not the device was in clinical use, or if there was patient harm. The fse replaced the gas delivery system (gds) manifold assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.

Manufacturer narrative:
G4: 12may2020. B4: 14may2020. Gas delivery system (gds) assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The gds was then installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the reported issue was caused due to the u1 being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.